Manufacturer narrative:
Approximate age of device- 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there was concern for pump thrombosis and the patient had elevated plasma hemoglobin levels. Log file analysis observed low flow events. Additional information was requested but not provided.

Event description:
Additional information was provided stating the patient recovered and there was no indication on thrombus seen in pump. Ldh was in the 800¿s, but it was determined those values were hemolyzed. The patient was initially admitted for shortness of breath (sob) and weakness, had been experiencing sob for months and gradually worsening. The patient was also very hypertensive and started on hydralazine. No changes to pump parameters were made. The patient had cta of chest with no thrombus or occlusion seen. The patient was started on bivalirudin in hospital with improved hemoglobin level and ldh. The patient has also been in and out of atrial fibrillation which was contributing to his sob.

Manufacturer narrative:
Analysis of the log file provided by the account confirmed multiple low flow; however, a specific cause for these events could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018. Pump power, estimated flow, and average pi ranged from 4.8 watts, 2.4 to 4.5 lpm, and 2.1 to 8.3, respectively. The log file showed multiple low flow hazard alarms on (B)(6) 2018 when the estimated flow dropped below a threshold of 2.5 lpm. Despite the observed alarms, no other atypical events were recorded and the pump operated above low speed limit for the duration of the log file. The patient remains ongoing on hmii lvas, serial number (B)(4) and no further event have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.